Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes not contacting skin) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the pulse wire was open inside the cable connecting the front therapy electrode (te) and ECG electrode a. The cause of the device indicating that the electrodes were not contacting the skin and the incoming test failure is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor contacted zoll to report that a patient's device was indicating that the therapy electrodes were not in contact with the patient's skin.